Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 10 minutes: 117 mg/dl (mobile) and 28 mg/dl (professional meter). The customer had hypoglycemic symptoms of being "unresponsive, snored loudly and had foam at the mouth" at this time. The customer was treated by the emergency doctor with a dextrose infusion. The customer is currently feeling better. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.